Manufacturer narrative:
The reported meter and strips were returned and investigated. Visual inspection was performed on the meter and strips and no issues were observed. The meter did power on with strip insertion and with button depression. All results were within range specification and no errors were observed during control solution testing. A reading issue was not observed, results were in specification. Returned meter and strips functions were normal. The reported readings were found in the meter's memory. No malfunction or product deficiency was identified. No further investigation is required.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 97 mg/dl and 25 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 97 mg/dl and 25 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.